Event description:
Had all laser lasik and it took away my best vision. I can no longer see distance, blurry in dim/low lighting, can see more than 5 feet away, night vision problems, halos/glare, double vision ghosting in left eye due to over correction. Pupils dilate past lasik incision causing blurriness. Probably never should have been a candidate and deeply regret getting lasik. I would pay a million dollars to get my pre lasik-vision back. (B)(6).